Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted for treatment of a lesion in the mid-left anterior descending coronary artery. As the stent delivery system was advanced through a calcified lesion in the proximal left anterior descending coronary artery. The stent dislodged from the delivery balloon into the proximal coronary artery. During the attempt to re-cross the stent, the guide catheter prolapsed into the aortic root causing the guide wire to loose position. After consultation it was decided to send the pt to surgery for coronary bypass. The left anterior descending coronary artery was diffusely diseased and the right coronary artery had a proximal lesion that was 50% stenosed. The pt was reported to be fine post procedure and there is no add'l clinical sequelae reported related to the event. The device catching on calcium in the proximal coronary artery contributed to the stent dislodging from the delivery balloon.